Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm or determine the root cause for the reported issue of bent cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 21 mmol/l (378 mg/dl) between 25 and 36 hours of wearing the pod. The reporter stated the bg levels were high even after a bolus was given. A smell of insulin was noticed, and the cannula was found not inserted into the skin, resulting in leaking. The pod was removed from their arm, and the cannula was found to be folded. The reporter stated treatment was resumed.